Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with blank display. Unable to verify software version due to blank display. Pump was cut open to perform visual inspection and found severe damage on the electronic assembly such as crack board near j1 and j2 pcba 1 and broken off j4/pcba 1. The following were noted during visual inspection: peeling keypad overlay and scratched case. The sc1 cap locks properly into the reservoir compartment. Pump received with a blank display due to severe damage on the electronic assembly such as crack board near j1 and j2 pcba 1 and broken off j4/pcba 1. Cosmetic damage was confirmed at the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring.